Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose reached 596 mg/dl at the time of incident. The customer reported their sensor glucose was also inaccurate compared to their blood glucose. The customer's current blood glucose was 377 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. The customer declined to check for air bubbles and leaks during troubleshooting. It was also found the customer had a bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer also later called back to report their blood glucose was 523 mg/dl after changing their infusion set. The customer stated they would call back to complete troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.